Event description:
It was reported that during the device implant, the lead (B) (4) was not used as the physician experienced problems passing the lead through the sheath/patient's anatomy. In addition, the physician reported damage to the rv coil of lead (B) (4) and was not used, due to a non-extending helix. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found, defib conductor distorted. (B) (4): inner tubing kinked/buckled, helix/lobe distorted/bent. Visual comment: the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.